Manufacturer narrative:
(B)(4).

Event description:
Procedure type: prostatectomy. According to the reporter: in use, the part was broken and the black plastic part fell into the pt cavity. The piece was retrieved. Used other device. No bleeding. No tissue damaged. Operative time was not extended more than 30 minutes.